Event description:
It was reported that on operative report dated (B)(6) 2006, patient has a history of back pain and thoracolumbar scoliotic deformity, which has been refractory to conservative care. The back pain was predominantly lower lumbar pain, but she did have some mid thoracic pain as well. She had a progression of her deformity with increasing right-sided thoracic prominence subjectively noted with loss of height and with the development of buttock and thigh pain. Films showed thoracolumbar scoliotic deformity extending from approximately t6 to s1. She had a right-sided thoracic and left lumbar curve with a fractional lower lumbar curve with lateral subluxation at the l3-l4 segment and with marked facet arthropathy and mild degree of foraminal stenosis at the l5 level with facet arthropathy at l4-l5 and l5-s1. On (B)(6) 2006, the patient underwent the following surgery at medical center: 1-bilateral posterolateral fusion for scoliotic deformity from t5 to s1. 2-pelvic fixation with iliac screws. 3-autogenous bone graft harvested from bilateral iliac crests. 4-pedicle screw and rod fixation from t5 to s1 and onto the ilium. Per the op report, the patient tolerated the procedure well, with no complications. There are no medical records for the period of (B)(6) 2006 through (B)(6) 2006. (B)(6) 2006 record dictated to prudential insurance company/disability management services states there is no evidence of screw or rod loosening and no evidence of fixation failure. He recommends that the patient maintain restricted activities to limit range of motion to minimize the risk for failure of her construct. (B)(6) 2006 the patient complained of an increase in her low back pain over the last month. The pain is well localized to the lumbar region. She also has intermittent interscapular pain. X-rays showed screws were in good position, but shows a break in both rods in the lower lumbar segment. One rod was broken between her s1 screw and her iliac screw. The second rod is broken just above the l5 screw. CT scan performed on the same date ((B)(6) 2006) confirmed fracture of the right harrington rod at the l4-l5 level and the left harington rod at the s1 level. There are no medical records for the period of (B)(6) 2006 through (B)(6) 2007. On (B)(6) 2007, the patient returned to see dr. For a follow-up evaluation. Dr. Noted in dictation on (B)(6) 2007-impression: pseudoarthrosis, l3-s1, status post fixation down to the sacrum and on to the iliac crests. Dr. Recommended a three-level anterior lumbar interbody fusion from l3 to s1. CT scan on same date shows broken rods, moderate degenerative disc disease at l5-s1 and spondylitic changes along the concavity of the scoliosis. The CT scan also revealed the right pedicle screw at l1 extends obliquely across the pedicle and exits the right side of the vertebral body, but this is not felt to be of any great clinical concern. Lab work was noted from (B)(6) 2007 with no significant abnormalities. There are no medical records for the period dated (B)(6) through (B)(6) 2007. (B)(6) 2007: patient presented with the following pre op diagnoses: 1. Pseudoarthrosis l3-4, l4-5, and l5-s1; 2. Degenerative disk disease l3-4, l4-5, and l5-s1; thoracolumbar scoliosis. Patient underwent the following procedures: 1. Anterior lumbar interbody fusion l3-4, l4-5, and l5-s1 using rhbmp-2/acs; placement of structural allograft at l3-4, l4-5, and l5-s1. No complications were reported. (B)(6) 2007 op note dictated by dr. States, ¿we had previously reconstituted a large infuse sponge kit and used half of this for each of the two levels using a fourth of the sponge in each femoral ring allograft and then another fourth split between right and left in halves for medial and lateral position to the graft at both levels. The trials were placed, then removed and then the graft with infuse sponge tapped into position into a slightly recessed position confirmed on lateral film to be of the appropriate depth.¿ this process was repeated at l4-l5. Dr. Also noted, ¿we did reconstitute a small infuse kit for the l5-s1 level and then placed the sponges in the center of the femoral ring allograft and then placed the other two to the left and right hand sides.¿ op note states the patient tolerated the procedure well with no complications. The patient was discharged to home on (B)(6) 2007 and returned to see dr.for post op follow-up evaluation on (B)(6) 2007. No problems noted on the (B)(6) 2007 dictation from dr. There are no medical records for the period dated (B)(6) 2007 through (B)(6) 2007. On (B)(6) 2007, the patient returned to see dr. For 3 month follow-up evaluation. Per dr. ¿her x-rays show that her left rod is fractured between the s1 screw and the iliac screw, unchanged from previous. The right iliac screw remains intact and that segment between l4 and the ilium remains bridged. It is possible that this area is painful because of movement of the iliac screw within the ilium even to a nondetectable degree. I do not see any loosening there on these images.¿ dr. Reviewed the patient¿s pain meds and noted that he would plan to see her back in 3 months for evaluation and repeat x-rays. If she was still having pain upon the return visit, he notes he would obtain a CT scan. And consider possible removal of the lower portion of her fixation. Patient presented with some pain about the right buttock area. X-rays show that her left rod is fractured between the s1 screw and the iliac screw. On (B)(6) 2007, the patient returned to see dr. For 3-4 month follow-up evaluation. On the same day, dr. (B)(6) dictated that the patient has tenderness over the right psis. He recommended that she continue to use her brace and wrote her a prescription for a long lumbosacral corset with stays. The plan was to see her back in 3 months for evaluation anda repeat CT scan. Dr. Noted that he would consider elective removal of the caudal portion of her fixation devices after her fusion is found to be solid. Patient presented with some residual pain over her right psis, the site where her fixation devices are. She has some tenderness in this area. X-rays show interbody grafts in good position. Unable to determine if they are yet solid. There are no medical records for the period dated (B)(6) 2007 through (B)(6) 2008. On (B)(6) 2008, the patient went to see dr. And he dictated, ¿as you recall, she has a broken hardware from a fusion that extends from t5 to s1 completed in (B)(6) 2006. Her initial improvement has now deteriorated further. She is requiring vicodin extra-strength now 7.5 mg four per day.¿ dr. Discussed ¿long term narcotic pain medication use¿ with the patient. He noted that she had completely run out of her medication and he provided her with a bridge medication of norco 10mg. Dr dictated, ¿she understands that I cannot provide long term narcotic pain medication and seems to understand the pitfalls of long term narcotic pain medication use. She has sufficient reason to require narcotic pain medication and has been provided it by other providers for a sufficient amount of time that I have provided her with the above prescription¿ (referring to the norco). Dr. Dictated the following impression: tls instrumentation for scoliosis with latent worsening and hardware fracture l4 and sacrum. Dr. Recommended that the patient consider hardware removal and pain management evaluation. On (B)(6) 2008, the patient went to medical center for what appears to be pre-op evaluations (EKG, physical exam, history and physical, and pre-op medication instructions noted on this day). On (B)(6) 2008, the patient was admitted to the ambulatory surgery center for hardware removal. The patient was admitted to dr. Dr. Wrote the following on the progress note dated (B)(6) 2008: ¿(B)(6) female with increased severity narcotic dependent pain diffuse axial s/p t5 to sacrum instrumentation and fusion.¿ the patient was discharged on the same date of surgery ((B)(6) 2008). There are no medical records for the period dated (B)(6) 2008 through (B)(6) 2010; however, there is a document with no date located in the medical record (appears to be a pre-op information/education form) which notes the patient has been scheduled for surgery with dr. For friday (B)(6) 2010 at the hospital. Dr. Is listed as one of the physicians of surgeons group. There is no documentation to note if the patient actually underwent surgery or the surgery type. The next document in this patient¿s medical record is dated (B)(6) 2010. . No physician is listed. The document lists pre-printed pre-procedure instructions with the following information noted: on (B)(6) 2010, the patient was charged for a semi-private room, propofol, lidocaine, and anesthesia gas, lab work (blood type and cross and antibody screen), drill bits, ett supplies, oxygen, and a major spine kit (the charges do not include a listing of what was included in the major spine kit). There is also a charge noted on (B)(6) 2010 for a sm infuse bone graft kit. On (B)(6) 2010, the patient was charged for major spine or services, medications, anesthesia and was charged for use of the recovery room. On (B)(6) 2010, the patient was charged for medications, lab work, and physical therapy. On (B)(6) 2010, the patient was charged for medications and physical therapy. On (B)(6) 2010, the patient was charged for medications. There are no additional medical records to review for this patient. The attorney additionally reports (claims unverified in medical records).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.